Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on investigation findings, considering that no hardware malfunction of the pump was found, the reported event was most likely due to an external interference from high frequency unknown device. As per product instructions for use, the connection cable of the cp5, the drive unit and the flow sensor cable must be fitted with the appropriate blocking ferrites. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova received a report of a control panel of the centrifugal pump which shut down during procedure. Reportedly, the centrifugal pump stopped rotating. After 8 seconds, the panel automatically turned back on without external interference, and the pump remained at 0 rounds per minute. The operating room staff began increasing the rotations using the potentiometer until they reached the required number of revolutions to ensure the patient's blood flow in the operating room. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: a livanova field service engineer (fse) was dispatched to the facility for investigation. The control panel log files were retrieved and analysed. An error message into the log was present, "index impulse missing", indicating that the received signal for speed from hall sensor is faulty, ferrites were then applied to all centrifugal pump cables and pumps. The control panel switch was replaced. All tests conducted onto involved unit passed without further issue. Through follow-up communication, livanova learned that an external device monitor connected to the hart-lung machine shut down during the failure of the control panel. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.